Event description:
The complainant had a impella 5.5 pump placed as care escalation from prior cp pump (sn (B)(6)) for the acute myocardial infarction and cardiogenic patient. The pump was supporting for 8 days when the pump stopped. The team attempted to restart and troubleshoot but, pump was not restarted and was explanted in the operating room. The patient survived and noted to be stable.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock entering cardiac output (impella cp with smart assist) section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The impella device was not returned for evaluation. Data log review showed pump is attempted to restart 3x but unsuccessful. No motor current (mc) spike prior to pump stop with alarm 119, impella stopped. Mc spikes on subsequent restart attempts with alarm 115, impella stopped (rpm deviations). Mc spikes to 32767ma when restarts are attempted. The cause of the pump stop was most likely an open electrical line due to the pump stop occurring with no purge issues, no mc spike, triggered both alarm #115 and #119, and upon restart attempts the motor current spikes to 32767ma. However, the cause of the open electrical is not known.